Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Serial number= na.

Event description:
It was reported that during a bladder procedure, gas leaked from the device. Another device was used to complete the case. There were no adverse consequences to the patient.